Event description:
Allergan silicone, textured, shaped breast implants placed (B)(6) 2015. Increased pain / swelling in left breast started (B)(6) 2017. Enlarged internal mammary chain lymph node, two breast masses, increased fluid and capsule contracture in left breast diagnosed in (B)(6) 2018. Tissue from the masses, capsule and fluid has been biopsied, and is negative for bia-alcl, however due to enlarged lymph node, increased fluid and capsular contracture. Implants are being removed since they have been recalled by the FDA. FDA safety report ID# (B)(4).